Manufacturer narrative:
There was a second physician reported with this event, dr. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Analysis of the returned capio device revealed no visible failure. The carrier was actuated three times and it extended without any problem. Then it was actuated (deployed) three times with the suture, the needle entered the slot and was released without complications. Device evaluation showed no evidence of either the alleged issues or any defect which could have contributed to the event. Therefore, the most probable root cause is "not confirmed". A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a capio opc was used during a posterior repair procedure performed on (B)(6) 2015. According to the complainant, while pulling the suture, the physician realized the needle was missing. The needle was lost. The procedure was completed with a second capio opc. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a capio¿ opc was used during a posterior repair procedure performed on (B)(6) 2015. According to the complainant, while pulling the suture, the physician realized the needle was missing. The needle was lost. The procedure was completed with a second capio¿ opc. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.